Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer called on behalf of daughter who is using true2go meter. The customer is experiencing frequent urination and intense thirst. The customer obtained an hi on (B)(6) 2015 at 06:02:00 pm. Customer stated she purchased another true2go meter as hers kept reading "hi." The new meter was also reading "hi." Customer states that her daughter has symptoms of high blood sugar. Customer was advised to seek immediate medical attention for her daughter.